Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue first began. On an unspecified date/time the patient reportedly obtained blood glucose readings of "220 and 150mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with insulin (self adjuster). The patient's testing frequency is not known. In response to the alleged meter issue the patient reportedly administered his usual dose of medication (humalog, 10 units) and subsequently an unspecified time later the patient reportedly developed symptoms of clammy, sweating, and blurry vision. According to the csr's documentation, the patient administered an additional 10 units of humalog as self-treatment. The patient denied testing his blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the subject meter was set to the correct unit of measure setting. However, it is not known if the patient's blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(6)2013 and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings:the meter passed testing with no faults found. Pa unable to perform testing on strips since the patient returned an empty test strip vial. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.